Event description:
Customer states he had a reaction to the mt plus gloves that his dentist used. His mouth broke out with blisters, which started to bleed. He then had to make a visit to the emergency room for treatment. He was given an amoxicillin for the reaction. Customer does not know if he's allergic to latex.